Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens implantation procedure at the time of implanting the lens, something white was evident on the lateral part of the optic, so the doctor decided not to use it in the surgery. Additional information has been received and stated that the surgery was completed on the same day. There was no patient contact.